Event description:
According to the distributor's report, the device was used to close a facial laceration. During application, the adhesive dropped around the eye and bonded the eyelashes closed. The user facility instructed the pt's mother to use petroleum jelly or opthalmic ointment to remove the device, and did not attempt to remove the adhesive themselves. Follow-up investigation with the mother determined that she was able to remove the device and that the pt is fine.